Event description:
It was reported that the patient had his implantable neurostimulator (ins) replaced in (B)(6) 2014 because he felt like it was electrocuting him and sending a shocking sensation down his leg which started four to five months prior to replacement. The healthcare provider (hcp) later reported that cause of the shocking was determined to be because the battery needed replacement. It was not clear if the shocking was from the battery or the patient¿s pain. Once the battery was replaced the shocking resolved.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial # (B)(4), im planted: (B)(6) 2009, product type lead. (B)(4).